Event description:
Reportedly, the surgeon experienced difficulty in mounting the disposable loading unit onto the endo gia universal stapler. An attempt to load the sulu onto the instrument was made repeatedly. However, the procedure was not able to be performed laparoscopically, because the surgeon could not load the instrument. Therefore, the procedure was converted to an open procedure to complete the case. Procedure: intestinal resection. Pt status: unknown.